Manufacturer narrative:
Device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The trunk cable connector was physically damaged. The white driven ground wire in the connector was open, causing the reported alarms. The root cause for the open wire could not be positively identified but was likely excessive force on the connector. No adverse event resulted from the open wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving frequent adjust belt messages. The patient was issued a replacement electrode belt.